Event description:
A caller reported an issue with a pump where the touchscreen was frozen, preventing interaction. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided the customer with information on how to reset the pump, and following the reset, the touchscreen became responsive again.